Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times on current device and having been reported in prior cases. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put malfunctioning pump into storage mode before return, and advised customer to manually enter pump settings and reconnect cgm on replacement device, with customer acknowledging all instructions and return via prepaid label within 10 days.